Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg/ml lioresal at a dose of 100 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient presented with a small seroma over the back incision that went away when she laid down, but returned when she was sitting or standing. The patient complained of a positional headache. The CT scan and MRI were normal. A blood patch was performed on (B)(6) 2017 to resolve the cerebrospinal fluid (csf) leak. There were no known environmental, external, or patient factors that may have led to or contributed to the event. The patient¿s weight was asked and would not be made available. The patient¿s medical history included spasticity. It was unknown if the issue was resolved and the patient status was alive with no injury. The event date was stated as (B)(6) 2017. There were no further complications reported/anticipated.